Event description:
It was reported that the lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid was observed on the proximal conductor (not obstructed). The outer insulation was breached/cut and had cosmetic depressions. There was apparent explant damage.